Event description:
It was reported that the customer received a rf pic failed self test alarm. The customer's blood glucose was unknown. Troubleshooting was done. Advised that the customer's insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected alarms were noted. However, the pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.